Event description:
Customer reported that the insulin pump was alarming and squirting the insulin out during rewind/prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test due to protruded/loose drive support disk. Unit received with cracked reservoir tube lip, battery tube threads, scratched display window and cracked display window.